Event description:
The company was made aware that the patient has an infection at the skin flap resulting in implant extrusion. The patient is being treated. The patient reportedly developed redness and swelling at the flap incision area one year after the initial implant surgery. Revision surgery is being considered. Advanced bionics is in the process of gathering more information; once more information is obtained, a supplemental report will be submitted.